Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Provided patient x-ray images have been reviewed. There is nothing indicative of a product problem identified. It was not possible to identify a root cause for the problems experienced using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that a DHR review is not required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and h6 (patient). H6 patient code: appropriate term/code not available (e2402) used to capture the bone disorder (musculoskeletal system). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2002, indicate the patient received a left total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2020, indicate the patient has a failed left total hip due to advancing osteolysis. Revision operative notes (B)(6) 2020, indicate the patient received a left total hip revision due to pain, metal-on-metal articulation with adverse reaction to metal debris and secondary osteolysis and pseudotumor formation. Intraoperative findings include no metallosis. Mild trunnionosis, and a large lytic defect of the trochanter were present. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address metallosis of the femur and acetabulum. Date of implantation: (B)(6) 2002 date of revision: (B)(6) 2020 (left hip). Treatment: revision of the metal head and metal liner.